Event description:
A malfunction alarm was reported, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer reset the pump on their own. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.